Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. The unit was burned-in for more than eight (8) hours and was retested three (3) times, however there were no abnormalities in the image. The unit passed all functional and leak tests. The rear cover label was faded/scratched and replacement was recommended. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, 4k camera head presented no picture when plugged in. The issue was found at reprocessing. No patient harm reported.